Event description:
Product analysis for the generator was completed. It was noted in the decoder of the generator that the high impedance was seen on the device at an earlier date, therefore the event date changed.

Event description:
Patient presented for generator replacement surgery due to eos (end of service). During pre-op testing it was noted the patient had high lead impedance. The surgeon was informed of this and replaced the generator to see if that would give normal impedance. The new generator also read high impedance and no lead revision was performed at the time. Patient¿s new generator was programmed on post-op. No surgical intervention has been reported to date other than the noted generator replacement surgery noted above. No additional relevant information has been received to date.